Event description:
The physician explained that the patient has historically had low bipolar impedances between two contact pairs. This does not impact the delivered therapy and the patient is not experiencing any reported adverse effects. The concern is that over time, the physician has noted that the low impedance values are continuing a progressive downward trend. The physician denies any outside events which may explain the observed impedance readings. No troubleshooting efforts were performed outside of repeated impedance tests in order to verify results. No actions were taken at this time and no actions are planned.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu unknown lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.